Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 6pm on (B)(6) 2015 when a reading of 183mg/dl was obtained using the subject meter compared to a reading of 116mg/dl obtained using another device (brand unknown), both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages her diabetes using pills, diet and/or exercise and reportedly took some additional exercise after the alleged issue began. The patient stated that she experienced symptoms of being stressed approximately 3 hours after the alleged issue began, and denied receiving any form of medical intervention in response to the alleged issue. At the time of troubleshooting, the csr determined that approved sample site was being used, the patient's testing technique was correct and the test strips were stored properly and within expiry. The csr was unable to confirm if the meter was set with the correct unit of measure. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.